Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device power cycled several times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker replaced the battery pins and system pcba as a precaution. Stryker's product analysis center (pac) reviewed the software log and identified the cause of the reported issue to be a combination of the battery charge being low during the event, the age battery and the high current draw from printing.

Event description:
The customer contacted stryker to report their device power cycled several times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.